Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation / migration'), fallopian tube perforation ('perforation: fallopian tubes') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract infection ("uti") and vaginal infection ("vaginal infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract infection and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract infection, uterine perforation and vaginal infection to be related to essure. The reporter commented: she received treatment for the following events perforation fallopian tubes and uterus perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated as "pelvic pain", events- "abdominal pain, back pain, psych injury, pregnancy birth - no complication, device ineffective, migration/ uterine perforation, perforation: fallopian tubes, uti and vag. Infection", patient date of birth, lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.